Manufacturer narrative:
One i3 unit was returned. External and internal visual inspection of returned material revealed no discrepancies or discernible damage. No sparking or no noise were observed from the inside of the patient electronic system while the unit was booting up and powered on. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Sparking was observed from the inside of the patient electronic system. A popping noise could also be heard. The patient electronic unit would be returned.